Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Implant date does not apply because the lens was removed during the same procedure. Explant date does not apply because the lens was removed during the same procedure and has never been implanted. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following perfect preparation, the lens was implanted into the eye but was missing its trailing (2nd) haptic and had a tear in the lens body. The lens was removed by cutting it up. Afterwards the doctor enlarged the incision and another model za9003 lens was attempted; resulting in the same issue. This lens was also removed. Reportedly, the inserter might be the issue due to the sterilization by the clinic. The patients outcome is good, no issues reported. Through follow-up we learned that the inserter used for the za9003 lens was a emeraldt. A model pcb00 lens was implanted successfully. A suture was needed/placed. No additional information was provided. Two lenses were reported although it is not known which lens serial number was attempted first. Two mdrs will be provided. This report is #2 of 2.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.